Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up in -clinic after experiencing pre-syncopal episodes caused by right ventricular lead noise resulting in pacing inhibition. The noise episodes were incorrectly categorized as high ventricular rate episodes. The patient was scheduled for lead revision. The physician decided to abandon and replace the entire pacing system on (B)(6) 2019. During the procedure the right ventricular lead was deactivated, and a new system was implanted on the patient¿s opposite side. The patient was stable.